Event description:
A female had prolift procedure in 2008. At postoperative appointments, she was told that one area of the mesh had not healed. During the next several months, she experienced some spotting. In early 2009, her yearly pelvic exam and pap was completed. She was given a possible diagnosis as vaginitis for the continued spotting. (In pt's medical file there was a notation of mesh erosion). Three days later, pt called her doctor's office to indicate she felt a bladder infection coming on. The office was closed until four days later, when she went in and gave a urine specimen. A doctor did not see her at this time. They confirmed she did have a bladder infection and was given antibiotics to treat it. Between the next ten days her symptoms of infection worsened. She made several trips to doctor's office, urgent care and emergency room. During this time, they were just treating this as uti and were trying to find the right antibiotic that it would respond to. It got to the point where she could not urinate and was catherized. Three days later, an ultrasound was performed. A week later, she went into ER with severe pelvic pain. They performed a CT scan with contrast and noticed a blockage in the pelvic region. Surgery was performed the next day, and it was discovered that the area of mesh that had not healed was totally infected causing inflammation of the entire pelvic region. At this time they removed an area of mesh that was infected indicating that this would correct the problem. The lower region was very swollen and all doctors felt this surgery would help with the kidney malfunction she was also experiencing. She was released on a sunday and the very next day, she started retaining fluids and as unable to void completely. She was re-admitted and a week later, they were going to try and put stents in but the urologist was unable to obtain access because the area was too swollen and infected. She was told she would have to go to another hospital where an interventional radiologist would put the stents in from the back. The kidney stents were placed the following month, in two separate procedures. They also performed a double study CT scan. CT showed the whole pelvic area to be inflamed, and it also showed four to five suspicious nodules on both lungs. The physicians were unable to determine where the possible tumor was due to severe swelling in pelvic region. They also treated her for blood clots in her leg, kidneys and lungs. At this time, it was determined that the best course of action would be for her to have a complete CT scan in 3-4 weeks after her body had a chance to heal. They hoped the inflammation in the pelvic are would be reduced after the infection was gone. She was released five days later. She had CT scans of all impacted areas the following month. The report confirmed earlier, CT scans and showed a large mass in pelvic region that they suspected was malignant and had metastasized to her lungs. Four days later, she went to the hospital for a biopsy of tissue in pelvic region and a biopsy of a lung nodule. Official pathology results came in a week later and was not cancer but inflammatory in nature. That same day a urologist examined her and performed a scope procedure which revealed the mesh was shredding apart and floating in her body. The severe cough she had for 3 months turns out to be related to the infection from the mesh. Eight days later, a urologist performed surgery trying to get as much mesh out as possible. After surgery, we were informed that much damage had been done to multiple organs. She was advised that she would most likely need a complete hysterectomy and bladder reconstructive surgery. She was released on the same day and sent home with a catheter in place. The diagnosis given to us is "malakoplakia" caused from a reaction to the mesh erosion. Her next appointment is the following month, to discuss future treatment.